Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) made a loud noise and the system automatically shut down and the console failed to power up after the automatic shutdown" was confirmed during the functional testing. The root cause for the reported complaint was due to the defective power supply as a result of normal wear and tear. The ivtm system was manufactured in 2015 and it is nearing its serviceable life of 5 years. Upon visual inspection, no physical damage was observed. During functional testing, the thermogard xp ivtm system made a noise when the power switch was on and the system failed to power up. Unable to download the event log, as the console did not power up. The power supply needs to be replaced to remedy the reported complaint. Upon service completion, the thermogard xp ivtm system will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During ivtm treatment, the thermogard xp ivtm system (sn (B)(4)) made a loud noise and the system automatically shutdown. The console failed to power up after the automatic shutdown. The patient treatment was continued using another ivtm system. No patient consequence was reported.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) involved in the reported complaint was returned to zoll san jose for replacement of power supply. After replacing the defective power supply, noticed that the ce (cooling engine) blower fan was running in an intermittent variable speed and the fan was running on and off due to the bad crimping of the blower fan connector. In addition, the (ic) integrated circuit u1 on the blower pcb (printed circuit board) got defective due to the excessive current flowing through the integrated circuit. The probable root cause for the defective integrated circuit u1 was due to normal wear and tear. These observed issues are unrelated to the reported complaint. The blower pca (printed circuit assembly) was replaced and the blower fan connector was reworked to address the above observed problem. Following service, the thermogard xp ivtm system passed the final testing without any error.